Manufacturer narrative:
The t:slim pump user guide states: "change your infusion set every 48¿72 hours." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 614 (mg/dl) and diabetic ketoacidosis. While hospitalized, the customer was treated with intravenous insulin. During system check with tandem technical support, it was noted that the supplies had been in use for 5 days. Recommended supply and cartridge change rotation were reviewed with the customer.